Event description:
It was reported that the battery reading in clinic is low compared to the save to disk reading. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery reading in clinic is low compared to the save to disk reading. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device has reached the elective replacement indicator and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(4) 2010, the telemetered battery voltage was 2.57 v while the daily battery voltage trend measurement was 2.92 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data collected from the device was also analyzed and revealed that on (B)(4)-2010, the telemetered battery voltage was 2.57 v while the daily battery voltage trend measurement was 2.92 v.